Event description:
The user reported that during cardiopulmonary bypass, the centrifugal pump stopped. The pump was hand-cranked for an unspecified period of time. The backup battery was switched on and normal operation of the pump was restored. There were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
User facility will not release the device to the MFR for eval.